Manufacturer narrative:
(B)(4). Sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation- redness, swelling or pain- at the insertion site.

Event description:
Dexcom was made aware on 11/17/2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire broke. The sensor insertion was at the abdomen on 10/11/2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was not returned for evaluation. A different sensor (part number sts-gl-011/serial number (B)(4)/lot number 5216050) was returned for evaluation. A visual inspection was performed and the sensor is inserted further into the housing puck than designed for resulting in shorter exposed wire fragment. The reported event of a broken sensor wire was not confirmed because the sensor is not broken. A root cause could not be determined.